Event description:
The customer reported this lead was replaced due to loss of capture; location of lead is unknown. The device was actively implanted for approximately 2 years, 4 months.

Manufacturer narrative:
The manufacturer has attempted twice to obtain information for this event and to receive the lead for analysis by sending letters to the physician (sent on august 1 and august 8, 2007), but failed to receive any responses. Loss of capture/sensing are recognized clinical events referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.